Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false positive rheumatoid factor (rf) result that was generated by the immage 800 immunochemistry system. The results were not reported out of the laboratory. The rf reference cutoff is 20 iu/ml. It is expected that 95% of patient results will be <20 iu/ml. There was no change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample information was not provided. Rf qc results were within the laboratory's established ranges. A bec field service engineer (fse) was dispatched and checked the pressures, vacuum, alignments and temperatures of the instrument. The fse replaced the sample and reagent 3-way valves. The fse calibrated and ran qc for rf and were within range. Rf results of 21 and 22 were still seen after servicing. There is currently a CAPA open under investigation for rf reagent problems similar to this event.